Event description:
It was reported that the system 9800 had intermittent video problems and technique would track to maximum. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an evaluation over the telephone. The malfunction was verified. The hospital's clinical engineering staff resolved the issues by reseating circuit boards and cabling. The system was tested and found to be working as intended and placed back into service.